Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the physician is not trained in the use of the proglide device. It should be noted that the perclose, proglide instructions for use, (IFU), states that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals) who is trained in diagnostic and / or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The reported guide detachment and inability to remove the device appears to be related to the status of training. The reported noise may have resulted from the guide detachment during the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was retained by the account. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, the device was advanced in the patient an audible click was heard. The body of the device was maneuvered but it felt wrong. Some resistance was felt but not abnormal; however, the sheath with the proximal guide up to the nose, black plastic located below the cutter separated in the patient. It could not be confirmed what caused the separation of the device. No tissue damage was reported nor that the vessel was incised. Surgical cut down was performed to successfully remove the separated piece of the device in the patient. Hemostasis was achieved via surgical suturing. There was reported clinically significant delay in the procedure or therapy. It was further reported that there was no official record that the physician had been trained in the use of the proglide device, although he had been using it for a very long time. No additional information was provided.